Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found clear residue on lens surface and the haptic missing a piece. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
A 12.6 mm micl12.6, -15.5 diopter, implantable collamer lens was returned damaged to the manufacturer. Attempts at obtaining addition information have been unsuccessful.

Manufacturer narrative:
(B)(4)